Event description:
It was reported that there was an issue with the pixels on the pump display, which affected the customer's ability to interact with and read the pump screen. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.